Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not removed or broken, and the physical condition was good upon receipt. Error codes were not available from the ehl (event history log). The customer reported issue was not duplicated during the investigation, but the reported error code could be verified. Root cause of the reported issue is unknown. Replaced the downstream occlusion (dso) sensor due to degradation and a bubble on the dso seal. The pump passed all calibrations and functional tests. A CAPA was created to address the dso seal replacement increase which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 09-sep-2021 for cassette attachment error. Dso was recalibrated at that time, but it was replaced on this repair after suspecting intermittency.